Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to a inoperable communication cable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician found a note on the bed stating the bed will not place a nurse call. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).